Event description:
Pt had a pink eye and eye infection. She was given some medicine and eyes did not improve. Went back to the eye doctor and later found out about the contact lens solution recall. She is still on antibiotics, but has not healed completely.